Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1). On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x (device #1) and the bard/davol ventralight st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix e/x (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 10 months post implant of composix e/x mesh, patient was diagnosed with adhesions, abdominal pain and scar tissue thereby underwent repair with removal of mesh. Per op notes, "noted contracture of mesh." The instructions-for-use supplied with the device list adhesions as a possible complication. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents mesh - composix e/x (device #1). An additional supplemental emdr was submitted to represent ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1). (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x (device #1) and the bard/davol ventralight st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral incisional hernia at previous colostomy site in left mid abdomen and abdominal pannus thereby underwent open repair with the implant of composix e/x mesh (device #1) and abdominoplasty. Per operative notes, "the hernia defect was identified and contents were reduced. The composix e/x mesh (device #1) was placed intraperitoneally and secured with sutures." Ni- (B)(6) 2010 and (B)(6) 2011 - patient developed abdominal pain in left lower quadrant. (B)(6) 2011 - patient was diagnosed with persistent left lower quadrant adhesions to the mesh with scarring thereby underwent laparoscopic repair with explant of the mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, "an extensive and prolonged lysis of adhesions of omentum to the left lower quadrant abdominal wall and mesh (device #1) was performed. With the old mesh exposed, it was noted to be significantly scarred with contracture of mesh. The mesh was removed completely. A ventralight st mesh (device #2) was placed in the abdominal cavity and fixated in place with tacks." (B)(6) 2012 - patient visited hospital for abdominal pain in the left lower quadrant. Attorney alleged that the patient had adhesions, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had rectal bleeding, nausea, vomiting, chronic pain, unable to work/disabled, depression, homeless, loss of marriage and stress.